Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with pain and repeated swelling on the femur. X-rays suggested loose femoral components. The femoral components were loose and only fibrous in growth was noted on the femoral sleeve. The components were revised to a larger femoral sleeve and stem. It took a significant amount of effort to prepare for the larger implants leading us to believe that they were not undersized previously. Frozen section confirmed lack of infection. The cement was hospital owned so no records were available about specific lot numbers. The surgeon routinely utilizes depuy 2 with or without antibiotic based on the patient. Doi: (B)(6) 2020, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.